Manufacturer narrative:
The master tool manipulator (mtm) was found to have a fault during visual inspection. During evaluation, error 23017 was observed along axis 4, causing the mtm to fail during sine cycle. A golden motor was installed onto axis 4 and testing passed. The original motor was re-installed on axis 4 and mtm failed again during sine cycle for error 23017. The second mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Error 25520 was not confirmed nor replicated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). However, the replacement mtm would not pass the test signal range. Fse replaced the mtm again. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed..

Event description:
It was reported that during a vinci-assisted surgical sacrocolpopexy procedure, the right master tool manipulator (mtm) on surgeon side cart (ssc) 2 had a non-recoverable fault. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed non-recoverable errors 707 and 25520. Prior to calling, the customer had disabled the right mtm and was continued with procedure using ssc 1. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mtm was disabled on the surgeon side cart (ssc) 2 and completed the case robotically using the ssc 1. There was no harm or injury to the patient. There were no system errors at start up. The patient demographics were not provided.